Manufacturer narrative:
It was discovered on 7/24/2020, that statement 'a manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted.' Was erroneously submitted in initial since lot number was not initially provided. Additional information was received on 7/7/2020, the mentor failure analysis lab has received the device for evaluation. Impacted product is a 5500cc mentor memorygel breast implants catalog: 3505501bc lot: 5596196. The investigation of the returned device was completed by the failure analysis lab on 7/22/2020. Device evaluation summary: according to the information provided, the patient experienced a rupture on the breast implant. During the visual evaluation, the device was observed to be ruptured. Please note that due to insufficient paperwork, the analysis from the product evaluation lab was limited to non-destructive testing. Our observations may differ from original findings. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2020, authorization form was signed to perform analysis. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The updated investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual evaluation, the device was observed to be ruptured. Additionally, an anomaly within the rupture was observed consistent with shell abrasion. The evaluation determined that the loss of shell integrity is consistent with a rupture caused by wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two unspecified gel breast implants experienced bilateral rupture post procedure. As a result, patient underwent bilateral removal and replacement with two 600cc mentor memorygel breast implants on (B)(6) 2020. This medwatch form is for the left breast prosthesis.